Event description:
It was reported that during the surgery the mdu stopped working. A backup device was available to complete the procedure with no delay or patient injuries. Results of investigation have concluded that this unit had a jammed motor/blade stall error which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.